Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care reported that, following intraocular lens (iol) implant procedure, the postoperative result ended up in the minus too much for the patient. The lens was exchanged in a secondary procedure. The cylinder can be minimized, but the sphere remains too myopic. The patient was significantly better. Additional information was received from the same reported that, it was determined that the lenses have landed too far in the minus due to tilting and calculation issue. The patient was satisfied after exchange but vision was still slightly blurred.